Event description:
On (B)(6) 2007, initial psa result 0.01 ng/ml was rerun and recovered 5.6 ng/ml. On (B)(6) 2007, same sample was repeated and gave result of 5.62 ng/ml. Initial result was reported, patient not adversely affected. The field service representative determined there was a problem with the sampling system. The instrument was repaired.